Event description:
It was reported that the device is double beeping. Per reporter, this event occurred during testing. There was no physical damage reported. There was no patient involvement. No patient harm/adverse event was reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was returned for repair in used condition. This device has not been serviced in the past, no service history to review. Visual evaluation found the downstream occlusion (dso) sensor was contaminated. High pressure alarm was found in the event history logs. Reported primary problem that the device is double beeping was verified by functional testing. The cause was dso sensor contamination. Replaced dso sensor to correct the issue. The device passed all functional tests after the repair.